Event description:
The event is reported as: the circuit is cracked at the pt wye. The alleged defect was discovered upon inspection. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.